Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was reported that the alarm was occurred shortly after inserting a new battery. The customer was reported that the alarm was recurring during normal pump use. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board.